Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015 to report the use of prescription flovent. The flovent is used to prevent skin rashes. The sensor was inserted on (B)(6) 2015. Patient's father stated that the patient was not experiencing a rash with the current sensor. No additional event information was provided. At the time of contact, the patient was fine.